Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned as it remains implanted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of death as listed in the multi-link vision rapid exchange (rx) coronary stent systems (css), instructions for use (IFU) is a known patient effect that may be associated with coronary stenting. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2007 2 multi-link vision stents were implanted without reported issue. On (B)(6) 2013, the patient presented to the emergency room with a cough and was admitted. Five days later, on (B)(6) 2013, the patient died from congestive heart failure. There was no reported related issue with the stent implants. No additional information was provided.